Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient passed away (B)(6) 2013, and that the pump was ¿essentially the death of the patient due to how many complications he experienced with it.¿ it had to be replaced and the catheter leaked and it played a role in his death. The pump system was being used to infuse an unknown medication. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.